Event description:
Report received that the device was found shut off, resulting in a non-delivery of heparin. The pt was receiving an unspecified concentration of heparin. The nurse found the pump "off." Reportedly, they plugged the device in and it gave an unspecified audible alarm. It was unk how long the device was powered off. The device was removed from clinical service and therapy was resumed using a replacement device. Though requested, no additional info was provided.